Event description:
Upon coil repositioning within echelon 10 microcatheter and aneurysm, the deltaplush platinum microcoil (B)(4) detached from the delivery wire at the thermal junction. An enterprise stent was used to tack down the proximal end of the coil. During the event, there were multiple attempts to position the coil within the aneurysm, and additional torque or manipulation that included getting the coil to stick to the coil mass or trying to remove from the microcatheter and bumping into the distal end of the microcatheter. During placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. After the event, the same microcatheter was not used with the subsequent devices, and no further coiling was attempted. A constant and dedicated saline source was used at all times through the microcatheter, and the microcatheter was not re-shaped. The target site was the pcom with tortuous of right ica. The patient's present condition is listed as "fine".

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Upon coil repositioning within echelon 10 microcatheter and aneurysm, the deltaplush platinum microcoil (dpl10020620/g16126) detached from the delivery wire at the thermal junction. An enterprise stent was used to tack down the proximal end of the coil. During the event, there were multiple attempts to position the coil within the aneurysm, and additional torque or manipulation that included getting the coil to stick to the coil mass or trying to remove from the microcatheter and bumping into the distal end of the microcatheter. During placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. After the event, the same microcatheter was not used with the subsequent devices, and no further coiling was attempted. A constant and dedicated saline source was used at all times through the microcatheter, and the microcatheter was not re-shaped. The target site was the pcom with tortuous of right ica. The patient's present condition is listed as "fine".a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.the reported event could not be confirmed, since the product was not returned for analysis; however, the DHR indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.